Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a carotid stenting procedure, a metal artifact was noted under an MRI scan. In (B)(6) 2010, a non bsc stent was placed in the carotid artery. In (B)(6) 2011, the patient underwent another carotid stenting procedure to treat the 80% restenosed, 1.8mm internal diameter target lesion located in the mildly tortuous carotid artery. Using the right femoral approach, a 9fr guide catheter was used to cross to the left common carotid artery and the filterwire ez was placed. Some resistance was noted when deploying the filter bag. Ivus was performed. Then angioplasty was performed using a non bsc 4.0x20mm balloon and a 4.5x20mm sterling mr balloon. The final internal diameter was 3.2mm. Ivus was performed again and the filterwire ez was removed. No patient complications occurred during the procedure and the patient status was good. Five days later a metal artifact was noted at the left middle cerebral artery under MRI. No anomaly was noted under CT angiography.